Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pump had a check IV set error and on the right side facing the pump there was a bad iui connector. Both pressure sensors and the right iui connector were replaced. Preventive maintenance was performed after this and it passed all tests. No further information was provided.